Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Upon review, the right ventricular lead exhibited lead noise and low impedance. No patient adverse events were reported. The patient was not pacemaker dependent. The patient would continue to be monitored.